Event description:
I was using true result to measure my blood sugar levels because I was diagnosed with pre-diabetes, the new company now it is called trividia health and the product name is true metrix, this device it is useless, never displays the correct measurement, the reason I know that is because if I test my blood 3 times, it gives me a different reading every time, not a slightly different reading but huge different. I checked the reviews from (B)(6). I tried to contact this company and the customer service doesn't exist. It is always busy you can stay in the line for hours and you will keep hearing a recording using the old trick that they are experiencing high volume of calls. I went to (B)(6) where I got this product and they told me I have to call the MFR. From what I have been researching about this company, everything looks fishy, they just care about making money. It is sad that there is so much corruption today, but playing with people's health should be penalized. Right now I have no options, I can't read my sugar unless I buy a real product and pay for the test strips because my insurance only cover these ones. I don't know if this letter will be lost in a pile of complaints or someone who cares will help to fix this problem.